Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that low blood glucose of 38 mg/dl was experienced and was unsure why. The customer indicated that their blood glucose was also at 60 mg/dl and then went to 109 mg/dl. Customer does not recall any significant events leading to the error, but that the issue may have been with the reservoir and plunger and that too much insulin was delivered. Troubleshooting was done for reservoir and the customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
One opened and used reservoir was evaluated and the reservoir, snap cap, and septum inspected for anomalies. None were found. An occlusion test was performed and the reservoir was not occluded. The plunger connected and released properly.